Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? Yes. Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. Noise can be heard, sound like hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. The surgeon changed another trocar when he found there was a air leak. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? From one small hole on the outer seal which was used to fasten the obturator locking button (housed in obturator handle). Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, air leaked from the two small holes on outer seal. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).